Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose was 24.7 mmol/l at the time of incident. Another blood glucose value was 20 mmol/l. Customer treated with manual injection and insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode at time of high blood glucose event. The insulin pump will not be returned for analysis.